Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Updated information from the customer can be found in b3 - date of event and b5 - describe event or problem and d9.

Event description:
The medication involved was unknown.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer. Leaking of medication and blood backing up (affecting integrity of the line) was reported. The closed line system was breached, increasing the risk of infection. Cracking was identified at the hub where the syringes connect. The nursing department was affected from this issue/complaint. There was no report of human harm.